Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported by the patient that their heart rate had varied over the weekend. The patient reported that they presented to the clinic on monday and they did a "magnet test." The patient was told that everything was working fine and their electrocardiogram (EKG) showed that there were "missed beats." The patient reports that they were told that this is normal and was when "normal electronic stimulus took over". The device remains in use. No patient complications have been reported as a result of this event.